Event description:
It was reported that there was no stimulation sensation. This had occurred since about (B)(6) 2015. On (B)(6) 2015, both patient programmers (pps) were noticed to be dead and nothing was coming up on the rechargers. Buying new batteries for the pps was reviewed and then the patient reported a picture on one of the pps. It was thought that the patient was describing the replace battery screen. The patient was having a little problem with one of the rechargers. The patient recharged her implant about 3 weeks ago. It was then noted that neither recharger would light up green when plugged in. They both were dead. Additional information received reported that the recharger was not connecting and the pp was not working. The replace programmer battery screen was noted and the patient did not have any batteries. Additional information received reported that both of the patient¿s replacement implantable neurostimulator rechargers (insr) has not worked since they received them and the screen was dead and not responsive. They were unable to charge the insrs. The connector pins did not look bent or broken. They also noted the desktop chargers were not charging the insrs. When meeting with their manufacturer representative it was found that both implantable neurostimulators (ins) were dead and discharged but had not reached an over-discharged state. They were also noted to be unresponsive. Because the inss were dead the patient was hurting. Additional information reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. A manufacturer representative was going to meet with the patient¿s doctor on (B)(6) 2015 to discuss what to do as both batteries needed to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37761, serial# (B)(4), product type recharger; product ID 37761, serial# (B)(4), product type recharger; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37651, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 37651, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having both of their batteries replaced the week after the report.